Event description:
Patient called us into room stating IV had come unattached. Upon further inspection, IV line had detached from chemo connector. A blue clamp was present to secure chemo connector. Chemo had finished infusing in the afternoon. Only normal saline was used to keep vein open (kvo) was infusing at the time. No chemo spill. Blood was dripping out of chemo connector from the hickman line at the time of discovery. Assessed patient-minimal blood loss.